Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~30 mm of the instrument tip has been broken off. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that approximately 30 mm of the tip of the probe broke off while preparing the iliac. No patient complications were reported.